Event description:
Discordant advia 1200 sodium, potassium and chloride patient results were obtained and reported to the floor. The system operators questioned the results. Upon retest corrected results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant na, k and cl results was due to the reference electrode and the sp pump seals. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant advia 1200 sodium, potassium and chloride patient results were obtained and reported to the floor. The system operators questioned the results. Upon retest corrected results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant results.

Event description:
Discordant advia 1200 sodium, potassium and chloride patient results were obtained and reported to the floor. The system operators questioned the results. Upon retest, corrected results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant na, k and cl results was due to the reference electrode and the sp pump seals. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant na, k and cl results was due to the reference electrode and the sp pump seals. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.